Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 01/09/2024, the patient experienced a skin reaction with itching, burning, redness, pimples, and fever, extended beyond the patch parameters. The patient stated that the skin reaction had spread to both legs, and to the left arm (sensor was inserted in the right arm). The skin reaction was treated with a momegalen cream, a fenistil gel, and an over the counter oral antihistamine, lorano. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.